Event description:
It was reported by service report the scale was inaccurate and the power cord was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, bent ground prong on power cord.